Manufacturer narrative:
(B)(4). The analysis results found that the(B)(4) cartridge was received in good visual conditions and with no instrument. The reload was received with the 4 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, when the package was opened and the cap was removed, it was found that unformed staples fell off the cartridge and some were protruded from the cartridge. Another cartridge was fed and completed the case. There were no adverse consequences to the patient.